Event description:
It was initiallly reported that a nick in the insulation of the patient's original lead was noted during generator replacement surgery. It is not known whether the lead may have been damaged during the generator explant procedure. The patient's lead was also replaced. The patient was pregnant at the time of the vns therapy system replacement surgery. The patient later pursued legal action against both the neurologist and the neurosurgeon claiming that they were negligent in the patient's health care. The patient claims that the neurologist was negligent in urging the patient to undergo the generator replacement surgery. The patient claims that the neurosurgeon performed the replacement in a negilgent fashion such that he severed the lead and thereafter exceeded consent when he replaced the lead. The patient claims that the replacement of the lead caused extreme amounts of pain, scarring, and demise of the fetus that pt was pregnant with at the time.